Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient father reported that the patient faced a bent cannula due to which he experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2022, the patient went to the emergency room and was subsequently hospitalized due diabetic ketoacidosis after staying for six hours in the emergency room. His highest blood glucose level was 680 mg/dl at the time of incident and had high ketone level. Further, the patient was transferred to the intensive care unit. The patient was in hospital for 6 hours. During hospitalization, the patient received fluids of saline, insulin, potassium, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. At the time of this report, the patient was not released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.